Event description:
The customer contacted physio-control to report that their device would power off by itself. The customer advised that they were able to restore power by pressing the on button. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the device powered off by itself and noted some visual damage to the on button located on the main keypad assembly. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Shortly after returning the device to the customer, physio-control was notified that the reported issue had returned and that the replaced main keypad assembly was not the cause. Physio-control examined the device and verified the issue was still occurring. Physio observed that a battery pin located in battery well #1 was damaged. Physio then replaced the device's battery pins and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed battery pins and found that the caging on the battery pin was flat. Damage to battery pins could lead to a device powering off by itself. The likely cause of the reported failure was damage to the battery pin located in battery well #1.